Manufacturer narrative:
G4: 23oct2020; b4: 26oct2020. A philips field service engineer (fse) was dispatched to the customer site. The fse confirmed that upon switching on the device there was an error message: alarm light emitting diode (led) defective. The fse replaced the power switch overlay to resolve the reported issue and the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 04aug2020.

Event description:
The customer reported the led alarm is defective. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.